Manufacturer narrative:
The mcs instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The surgeon provided a photograph of the distal end of the mcs instrument involved with the reported event. The photograph reveals a mcs instrument with a cracked tube extension. The known cause of this type of instrument damage is likely due to mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon enlarged a robotic incision port in order to remove the mcs instrument that allegedly broke and was stuck in a cannula. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the distal end of the monopolar curved scissors (mcs) instrument broke and the surgeon was unable to remove the instrument through the cannula. The surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. However, through troubleshooting, the surgeon was still unable to remove the instrument through the cannula. On (B)(6) 2017, isi contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the surgeon was able to use the mcs instrument without any issues during the first 40 minutes of the surgical procedure. At the time the event occurred, the surgeon was reportedly in the process of creating the vaginal cuff and making the colpotomy. The surgeon indicated that she did not know if the mcs instrument was actually already broken before the event occurred. The surgeon ultimately increased the size of the robotic incision port in order to remove the instrument and cannula at the same time. The surgeon was able to complete the surgical procedure with no reported post-operative complications. An isi field service engineer (fse) indicated that the da vinci surgical system involved with the reported event has been used in subsequent surgical procedures with no instrument insertion issues on any of the universal surgical manipulators (usm).

Manufacturer narrative:
On 02/16/2017, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: the surgical procedure was recorded on video. When the event occurred, the surgeon was about to incise the cuff. The monopolar curved scissors (mcs) instrument was not removed at any time during the surgical procedure and before the instrument damage was first noticed. The mcs instrument was not used to retract tissue during the surgical procedure. In addition, the mcs instrument was never out of view in the surgical field during the procedure. There were no reported instrument collisions. The cannula was also inspected and no issues were found. The patient did not experience any intra-operative complications. Also, in relation to the reported event, isi received FDA voluntary report mw5067541 with the following event description: the xi robotic mono-polar curved scissors was broken during gyn robotic case inside patient abdominal cavity. The scissors was working fine, but the surgeon found that the part of scissors, which is about 2 from the tip, was bent through the screen. The surgeon took it out from the patient's belly completely. It made prolonged surgical time and bigger incision as well. The scissors was last life (all robotic instruments has 10 lives itself). Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the instrument's shaft was broken. The instrument was found to have a broken tube extension. Approximately 0.325 x 0.455 was broken off and missing. The known common cause of this failure is due to mishandling/misuse. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon enlarged a robotic incision port in order to remove the mcs instrument that allegedly broke and was stuck in a cannula. However, there is no indication that a malfunction of the mcs instrument occurred. The mcs instrument was returned to isi, evaluated, and it was determined that the instrument damage was likely caused by mishandling/misuse.